Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use four euphora rx ptca balloon catheters. The devices were inspected with no issues. Negative prep was performed with no issues. It was reported that balloon rupture occurred on the first inflation at nominal pressure for each balloon. It was indicated that the same inflation device was used for each balloon. No patient injury was reported.